Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed that the infection was not device related. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.